Event description:
The customer reported a bulge in the pump segment. The pump kept alarming for occlusion, and when rn opened the door to the pump, a bulge in the tubing containing fluid was noted. No patient harm reported.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.